Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited high impedance, high thresholds, and no capture. It was also reported that the lead was defective and the "pin looked bent and was moveable." The lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal connector of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.